Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e801 module. The initial result at 11:46 a.m. Was 158 pg/ml. The patient was sent to the emergency room based on this result. The result of 158 pg/ml "was investigated in the emergency room as the patient¿s cardiac picture was negative." The troponin t hs result from a 2nd sample obtained at 12:30 p.m. In the emergency room was 3 pg/ml. The troponin t hs result from a 3rd sample obtained at 3:54 p.m. In the emergency room was 5 pg/ml. The patient was discharged. The original sample was repeated at 4:24 p.m. And the result was 5.12 pg/ml. The troponin t hs reagent lot number was 53095101 with an expiration date of 31-jul-2022.

Manufacturer narrative:
The customer had no issues with any other assays or patient samples. The customer performs instrument maintenance regularly. Liquid flow cleaning was last performed on (B)(6) 2022. The investigation is ongoing.

Manufacturer narrative:
The calibration signals were slightly higher for one calibrator and slightly lower for the other calibrator. Qc was acceptable. There was no indication of a reagent or instrument performance issue. A 4 ml sample was collected in a 13 mm sample tube. The sample could be considered a short draw sample. Various alarms including clot detection alarms were observed on the alarm trace data. Clot detection alarms and an indication of possible poor sample quality. Neither a general instrument or reagent issue were identified.

Manufacturer narrative:
The technician visited the customer site and performed maintenance. Instrument performance testing was completed. The customer did not provide any additional information. The investigation did not identify a product problem. Based on the data provided, the cause of the event could not be determined.